Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that the patient experienced an issue with the infusion set from a box. The patient stated that two sets came off after three days due to a lack of stickiness. The patient mentioned that the last box they used did not last two weeks for all three sites. No further information available.

Manufacturer narrative:
Device 1 of 2.